Event description:
Customer reported receiving erratic readings on her freestyle blood glucose monitor. Customer reported receiving readings of 305 mg/dl and then two minutes later she took another sample and the result was 42 mg/dl. All tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. The customer also reported losing consciousness and no medical intervention was necessary. To counteract the event she had "soda". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once the investigation results are available.